Manufacturer narrative:
On 01 september 2015 it was prepared a final report with the information already submitted in the initial report. On 07 september 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Ref (B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015. Lot 115122: (B)(4). On (B)(4) 2015, the r and d director was no able to make any comment on the pictures since they were not clear. It was confirmed that no other pictures were available. On (B)(4) 2015, it was confirmed that the item will not be returned back. On (B)(4) 2015, the medical affairs director made the following analysis: the stem appears to have been implanted in a cylindrical femur with very thick cortical bone, but only a small fraction of the stem got real pressfit. From the radiograph it was evident that the stem got loose, insufficient bone preparation or early loading could have been contributing to early loosening. It must be noted that on the contralateral side the cup is definitely too vertical and will probably require revision soon; this may have contributed to abnormal load patterns also on the revised hip. I do not see reasons for particular concern about the device.